Event description:
It was reported that patient experienced infusion set fell off during use on 18 Jun 2026.

Manufacturer narrative:
MDR 3003442380-2026-54871 / Initial 3 of 3.Based on the available information, this event is deemed to be reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.